Event description:
The customer reports the integration between ge pacs and powerscribe allows the radiologist to dictate on the wrong pt. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).